Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred and a cartridge alarm occurred when the cartridge was changed. Customer's blood glucose was 270 mg/dl. Customer reverted to using manual injections for insulin therapy.